Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they display was blank. Customer blood glucose reading was unknown. Customer received new battery cap but the issue reoccurred. Customer reported failed battery. Insulin pump will be returning for analysis.